Event description:
It was reported that after the right atrial (ra) implant procedure upon checking dislodged lead was observed. During interrogation, non-capture was noted. Dislodgement was confirmed under x-ray. The lead was repositioned and remains implanted. Patient recovering.